Event description:
During an initial implant procedure, it was noted the right ventricular (rv) lead became dislodged after placement. The rv lead was attempted to be repositioned however, the helix experienced rotation issues due to tissue. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix rotation issue. As received, a complete lead was retuned in one piece. The reported event of helix rotation issue was confirmed. Visual inspection found the helix to be retracted and clogged with blood. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of helix rotation issue was isolated to the helix being clogged with blood and overtorque of the inner coil.